Manufacturer narrative:
This report is submitted on may 15, 2019.

Event description:
Per the clinic, the patient experienced non-auditory stimulation. The device was explanted on (B)(6) 2019. It is unknown if a new device has been re-implanted.

Manufacturer narrative:
This report is submitted december 17, 2019.